Event description:
It was reported that during an implant procedure the software analyzer had noise on both the atrial and ventricular channels intermittently. Follow-up determined that the analyzer was changed out and the case completed successfully. The analyzer was returned for service. There were no patient complications as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comments of noise intermittently on both the atrial and ventricular channels, however it was noted that the patient connector pins were found to be damaged and therefore the patient connector would need to be replaced. The generator was to be sent on for repair. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure the software analyzer had noise on both the atrial and ventricular channels intermittently. Follow-up determined that the analyzer was changed out and the case completed successfully. The analyzer was returned for service. There were no patient complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.